Manufacturer narrative:
Evaluation in progress but not included.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a connector pin for the roller pump was not in the correct position. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.